Manufacturer narrative:
The customer reported there was a pinhole in the silicon, and returned one used sample of material 2420-0007, lot 25065494. Upon initial visual examination, the set verified the complaint of tubing damage, and a pinhole was observed in the upper fitment of the silicon. A member of our clinical team has been notified of this issue. The clinical follow up confirmed that the pinhole issue in the silicon was found prior to use. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue is potentially related to the pumping chamber manufacturing process. The plant has made improvements to the pumping chamber manufacturing process through ensuring machines will flow stop until the machine checklist is signed, and to update the cleaning to ensure that the rings the silicon sits on are free of dust. These two actions were both made effective december 16th, 2025.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged. The following information was received by the initial reporter with the following verbatim: it was reported by customer that the patient was getting a normal saline bolus. I primed the line with the ns and when I went to put it in the pump the soft stretchy part that goes into the alaris pump had a pinpoint hole that was leaking when stretched right near the blue plastic piece that sits on the top of the pump channel when closed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.